Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. No moisture damage found inside the device. It was also received with cracked case at the lcd window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she fell off the boat into the lake while wearing the insulin pump. Blood glucose value was 121 mg/dl. She stated the insulin pump has no cracks but she could see condensation on the left side of the screen. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.